Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), a slight loss of column was observed. The steps were performed again and tsgc was working as intended. The tsgc was inserted into the anatomy. During removal of dilator from tsgc, air was aspirated out. As a result, the tsgc was removed from the anatomy and a replacement was used to complete the procedure. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and air/gas in the device. Additionally, the silicone valve inside the tsgc hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported leak and air/gas in the device appear to be related to the observed tear in the silicone valve of the tsgc hemostasis valve; however, how the silicone valve got torn cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.